Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having issues connecting their device to the heartmate touch monitor. Multiple towers, turning the ipads off and on were attempted but nothing seemed to work. On (B)(6) 2024, a system controller exchange was performed. Since doing the exchange, there had been no connection issues. It was also noted that the alarm sounded very muffled on the old system controller and there were multiple ¿knicks¿ in the power cables. The clinician was not sure if moisture had gotten there or if this was part of the problem or not. The patient was stable; parameters were stable. They denied any exposure to water.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-07371. Investigation findings will be reported under manufacturer report number 2916596-2024-07371. No further information was provided. The manufacturer is closing the file on this event.